Manufacturer narrative:
Product ID, neu_ptm_prog lot# serial# unknown, product type programmer, patient product ID, 8709 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's personal therapy monitor (ptm) had an error code and the patient was unable to use their ptm. The code indicated a pump motor stall occurred. Therapy was suspended and an external pump was infusing through the catheter access port (cap). The issue was noted to be ongoing with no further action needed. The severity was noted to be mild. The pump system was being used to deliver dilaudid, bupivacaine, clonidine, baclofen, and ketamine.

Event description:
Additional information received reported that the decision was made to suspend therapy and use an external pump. The physician did not have any intention of replacing the device, restarting therapy, or explanting the device as the patient was in hospice. Telemetry was not used to verify the motor stall.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), product type catheter.